Manufacturer narrative:
Product complaint #: (B)(4). There is no mention of surgical intervention at this time. Broken hardware post-op will likely result in the need for revision surgery. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had a c4-7 post cervical fusion with an unknown mountaineer screws on (B)(6) 2018. After six (6) months, the patient had a follow-up x-ray that showed a left c7 favored angle screw was broken mid-shaft. The surgeon has ordered a computed tomography (CT) scan whether the segment had fused. Patient outcome is unknown. This complaint involves one (1) device.